Event description:
It was reported that multiple unexpected resets occurred. There was no reported impact to customer's blood glucose level. The customer declined to provide an alternate method of insulin therapy and a replacement pump was sent.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.